Event description:
Mpa (B)(4) was received from (B)(6) on (B)(6) 2012. Translated as follows: pt was sleeping with contact lenses, although they are intended for day use. Ulceration of the cornea, binocular. Wounds incurred on the cornea which has provided opportunities for bacteria to take hold. Pts may not use contact lenses no more. Contact (B)(6) and return visits before lens may be resumed. Info about the lens-carrying and cleaning (was given). Attempts to contact the pt have been made for more info with no replay to date. No lenses were returned. No lot info provided. This is being filed as corneal ulcer.

Manufacturer narrative:
This is being filed as corneal ulcer. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.